Event description:
Customer reports to have experienced time clock anomaly. Customer states that clock on insulin pump continue to fall behind of actual time. Customer's blood glucose was 104 mg/dl. Customer also reports to have low battery / short battery life. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed the self test. The device was programmed with the current time and date and monitored for eight days and the time and date functioned properly. The insulin pump had normal operating currents and no battery alarms were noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.